Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when an attempt was made to demonstrate the vibratory patient notifier for the patient, however the patient was unable to feel the vibration. The patient was enrolled in merlin.net and monitoring will continue.